Manufacturer narrative:
Concomitant medical products: 4968-60 lead implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing nerve stimulation from the left ventricular (lv) lead when laying down. The patient also noted that "they have adjusted it slightly" but it was still happening. The lead is still in use. No further patient complications have been reported as a result of this event.